Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) oss411, (osseotite implant 4 x 11.5mm) for evaluation. Visual evaluation and a functional test was performed, the returned implant & mount have signs of use. The implant has apparent bone / tissue attached to external threads. The returned implant & mount were identified as reported however, no apparent malfunction was identified with the implant or mount that would contribute to the reported events. The implant disengaged/release from the mount as intended during a functional test. Implant & mount matched prints where measured. DHR review was completed for the subject lot number 2120003147. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2120003147 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : medical : pain, dental : functional : lack of primary stability and dental : functional : does not disengage/release. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was inadequate treatment planning and patient factors. Therefore, based on the available information, a device malfunction did not occur. No damage to the implant was identified. The reported event was non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Manufacturer narrative:
Zimvie complaint number (B)(4) .

Event description:
It was reported that at the time of implant placement, the patient was in pain with a strong feeling of compression. When the implant #37 was half screwed in, the patient panicked, so doctor unscrewed it and removed it. The implant is no longer sterile.